Event description:
A consumer implanted for spinal pain reported seeing the poor communication screen on the patient programmer (pp), experiencing poor communication with the pp, and being unable to communicate using the recharger. The last time the device was charged or stimulation was felt was in 2016 due to other medical issues including a hand surgery about eight weeks ago, a fall a year ago, and other multiple medical issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.